Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, it was reported that a beta bionics ilet user was unable to view glucose values on the device while using a libre 3+ sensor applied the previous day. The device displayed repeated sensor errors and urgent low glucose notifications, and the user was advised to replace the sensor and perform a fingerstick glucose check. No specific information regarding the reported glucose issue was provided by the end-user upon follow up.